Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No climbing numbers or ramping numbers on their own or scrolling bar moving anomaly noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 92 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.